Event description:
The patient was enrolled in the program in 2004. Target lesion 1 was identified in the proximal rca with 90% stenosis and a 4.0 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 3.5 x 28 mm taxus stent. Residual stenosis was 0% following post-dilation. The pt was discharged the next day on aspirin and plavix. The pt returned in about 4 months later with acute chest pain. Cardiac catheterizaiton revealed a 60% restenosis of the stent, which was treated with placement of a 3.0 x 12 mm taxus stent. No other complications have been reported.

Event description:
Clinical study. It was reported that 4 months after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the rca.